Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-00215. It was reported the patient (B)(6) experiences heating at the ipg site during recharging which at times results in redness of the area. The issue began approx six months ago. The pt reportedly recharges with the antenna directly over the skin. The patient was advised to decrease the duration of the recharging sessions and to utilize a barrier between the antenna and her skin. It is unk if these recommendations have helped to address the reported issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The device model is also associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.